Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the device was not being detected on the bus. A technical support specialist (tss) spoke with the field service engineer (fse). The field team was able to resolve the drawer issue by reseating the cables and rebooting the system. The fse then gave approval to mark the case as complete. The system functioned after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server device was not detected on bus and was impacting patient care. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.